Event description:
Customer reported back check valve failure during zosyn secondary infusion. The nurse noticed the secondary infusing into the primary bag right after the infusion started. The secondary set was changed and the secondary flowed into primary again. Then the nurse changed the primary and secondary sets and the secondary flowed as intended. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.